Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-15984. Reference MFR report: 1627487-2013-15985. Reference MFR report: 1627487-2013-15986. The patient reported he experienced uncomfortable stimulation as well as pain moving from shoulder to shoulder. Also, the patient stated he experienced heating at the ipg site while charging. The patient did not undergo any reprogramming for the uncomfortable stimulation. The patient stated his scs system was explanted in (B)(6) 2013. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.